Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. A visual inspection of the portable detector showed that the foil was peeling off and the covering plate is slightly detached from the detector body, it occurs as tear and wear, depending on the handling of the detector, especially the cleaning. It was considered that the damage is not repairable and replacement of the detector was necessary. The new detector was calibrated and all functional and service tests are passed. Finally, the system meets the specification for the performed service and is returned to use. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting.

Event description:
It was reported that the portable detector model skyplate e is detached and opened on one side. No injury occurred.

Manufacturer narrative:
Ref. ID: (B)(4) the portable detector was replaced and calibrated. Clinical tests ok. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.